Event description:
Meter name: one touch ii. Strip name: lifescan ot strips. Meter code: unknown. Strip code: unknown. Strip storage: good condition. Stored correctly. Symptoms: sweating, confusion. A patient reported they were taken to the hospital by ambulance and was admitted for low blood sugar. Their meter allegedly was inaccurately high. The result on their meter was 263 mg/dl. The result on the hospital meter is unknown. The time differece between patient's meter and hospital meter is unknown. Customer also comparing the customer's meter to two other meters. Treatment was unknown. No further information has been reported.